Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred shortly after supply changes. The customer's blood glucose levels ranged between 120-140mg/dl. The customer would successfully clear the alarms without the need of changing any pump supplies. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.